Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The o2 gas module has been damaged during preventive maintenance (pm): the top left threads on the gas module mounting plate stripped out. Our field service technician replaced the gas module to solve the issue, the device passed pre use check. The defective gas module was returned for investigation. The gas module was returned with unmounted module mounting plate due to the described issue, a visual inspection confirms the reported error however we could not determined the cause of the reported error. The o2 gas module is connected to the o2 supply and regulate the inspiratory o2 flow delivered to the patient. If it fails air will be delivered instead. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
It was reported that the ventilator's gas module was damaged. There was no patient harm. Manufacturer's ref #: (B)(4).